Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found no evidence of reported problem. Visual inspection and functional check were performed. The customer's stated problem was verified. According to the investigation, during inspection and testing, the device was found to have very little sound to no sound. Further investigation found that the front and rear beeper were defective and the root cause of the issue. Therefore, the front and rear beeper will be replaced. The problem source of the reported problem is user unknown.

Event description:
Information was received that during bench testing of this smiths medical cadd solis vip pump, the pump volume did not work. No patient involvement reported.